Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl(B)(4) b5: describe event or problem ¿ additional. D9: date device returned ¿ additional. D9: device returned to MFR ¿ additional. G3: date received by manufacturer ¿ additional . H2: additional information /device evaluation . H3: device evaluated by manufacturer ¿ additional . H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.